Event description:
It was further reported that according to the patient the leads were exposed due to infection. The manufacturer representative was not aware if a migration also occurred. The patient was confused about what happened. There was no manufacturer representative present for the device removal.

Event description:
It was reported that a week prior to the report, the patient¿s leads were explanted because, they were infected and migrated out through the patient¿s back. It was noted that the patient was currently in a nursing home so they could get regular antibiotics. It was further reported that the patient had open wounds and the wires were exposed before the lead explant. It was further reported that the left implantable neurostimulator was explanted and these leads were associated with that stimulator. Additional information has been requested, but it was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-04296.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 74002, lot# n205561, implanted: 2010 (B)(6); product type adapter product ID 3487a, lot# j0005700v, implanted: 2000 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3487a, lot# j0005700v, implanted: 2000-07-10 explanted: 2014-02-10 product type lead product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).